Event description:
This patient was undergoing a hysteroscopy, d & c, and endometrial ablation. The first part of the procedure was completed without incident. However, the ablation was not completed due to equipment failure. The surgeon attempted to use the gynecare thermachoice iii uterine balloon therapy. Even with technical support by phone and several attempts, the device did not work. It was decided that the power source failed, it was removed from service. The patient returned to our facility (B)(6) 2007 when a successful ablation was completed.